Event description:
It was reported that during an unknown procedure, the surgeon has stated that a 1mm piece of the pad had fallen off into the patient. They retrieved the 1mm piece but disposed of it. Case completed with another device of the same product code. There were no patient consequences.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information not available, device not returned for analysis should the information be provided later, a supplemental medwatch will be sent. Added additional information: customer will not release device. The device was not received for analysis; therefore, the complaint could not be confirmed. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.